Event description:
Incident as reported: laparoscopic salpingo ophorectomy - "the inzii bag split when trying to pull the specimen through the port side. A small piece of plastic broke off and could not be recovered. A second inzii bag was opened to retrieve the specimen. The assist md grabbed the bag with a grasper and punctured another hole in the second bag lot# 1150614. The first bags lot number is 1148046.". Patient status: stable. Type of intervention: irrigated with saline and suctioned to try and retrieved the small piece of plastic. Unable to determine if it was left in the pt or in the suction canister.

Manufacturer narrative:
The incident device anticipate to return. A follow-up report will be provided within 30 days or upon completion of investigation.